Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0l5jy, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported a loss or change in therapy. The patient was not feeling stimulation and therapy was on. Stimulation had been increased the morning of the call but that had not made a difference. During the call, the patient was on program 1 and she increased stimulation to 4.4 volts. She could then feel comfortable stimulation. The patient had experienced more urgency. Both the lack of stimulation sensation and the increased urgency occurred on (B)(6) 2015. Additional information received from the patient reported that she was going to the bathroom every hour and was still having difficulty. Her setting was on program 1 at 4.2 volts. If she increased stimulation, she had pain in her vagina. It was noted that she had program 1 adjusted at the healthcare provider (hcp) office in (B)(6) 2015. The patient was aided in adjusting from program 4 at 4.2 volts to program 2 at 3.8 volts and was advised to follow-up with their hcp. Relevant medical history included gastrointestinal/pelvic floor. This event will be updated if additional information is received.

Event description:
Additional information received from the consumer reported that the patient had an appointment with their hcp on (B)(6) 2015 regarding the loss of therapy and broken wires. The patient didn't know the circumstances that led to the event. The patient was not getting as good of results as they did and made an appointment with the manufacturer representative and they determined there were broken wires and that's why it wasn't working properly. The step taken to resolve the loss of therapy and broken wires was that the hcp and manufacturer representative agreed that the unit needed replacing as it was not working properly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer on (B)(6) 2015 reported that they experienced a loss or change of therapy. The device was not doing a good job. Her symptoms returned a few days ago. The patient increased her stimulation to 2.2 volts a couple of days ago and felt pain in the vaginal area. On the night of (B)(6) 2015, she decreased down to 2.1 volts but when she got up the next morning, the urine was running down her leg. The patient wanted to reset her settings on the night of (B)(6) 2015 again but was not able to connect with the patient programmer at that time. She was able to connect over the call without the antenna. Also, she reported that she saw a rep six weeks ago and the manufacturer representative (rep) determined that the patient had some broken wires. The therapy was on. The patient confirmed that the screen showed her implantable neurostimulator (ins) was on. It was on program 1 at 2.1 volts. This was considered to be a sudden change in therapy/symptoms. Additional information received from the manufacturer representative (rep) on (B)(6) 2016 reported that they saw the patient at the health care professional (hcp) office on (B)(6) 2015. The patient's impedance reading was out of range on all connections besides utilizing case. She was given four programs (all with case positive) and told to watch her symptoms. Because all connections were out of range, the hcp decided to schedule her for a full revision/replacement to rectify the problem.